Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and peripheral neuropathy. It was reported that the patient had a pump but did not have a refill. It was noted that the patient "gets up and goes then goes to sleep, and that is all he does." No further complications were reported.